Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's original tracheostomy tube was blocked by sputum crust. The doctor replaced the tracheostomy tube under bedside bronchoscope, and the process went smoothly. The airbag had broken, and sputum suction care was strengthened. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3: no product was returned for evaluation. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.